Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, low, out of range, low pacing lead impedance was observed. The lead was not implanted and was replaced. The patient was stable.

Manufacturer narrative:
The reported event of low impedance was confirmed. Electrical tests found an internal short due to damaged inner insulation consistent with procedural damage. The damage found was sustained during the surgical procedure.